Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events one (1) event was reported for this quarter. Product return status one (1) device was received. Additional information one (1) device was not labeled for single-use. One (1) device was not reprocessed or reused.

Event description:
This report summarizes one (1) malfunction event in which the device had a component detach. One (1) event had no patient involvement. No patient impact.